Event description:
The customer reported the system is displaying a charger failed error and an iris too large error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded calibration files. System operates as intended. (B) (4).